Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that during a pulse field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use, there were bubbles when the hemostatic valve was drawn back. Sheath was replaced and procedure was completed successfully. No patient complications were reported. Device is expected to return.